Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 1,000 mcg/ml fentanyl at a dose of 400 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that last month on (B)(6) 2017 a pump refill was done where the drug was changed from 20 mg/ml morphine at a dose of 8 mg/day to 1,000 mcg/ml fentanyl at a dose of 400 mcg/day. The pump was updated but the hcp forgot to make any changes to the drug or program a bridge bolus. The hcp stated the patient did fine and no symptoms were reported. The hcp inquired about what the patient was actually receiving for a dose of the fentanyl once the morphine had cleared the system. The hcp stated he would correct the programming error. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.